Manufacturer narrative:
A code updated to a0401.

Event description:
None reported.

Manufacturer narrative:
Our quality engineer inspected the photos and samples submitted for evaluation. The reported issue of catheter broke/ separated after placement was not confirmed upon inspection of the sample. Analysis of the sample showed no catheter tubing on the used sample. The unused sample was subjected to a catheter adapter pull test and no abnormalities were observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The actual returned sample had broken catheter tubing and jagged marks. Per the verbatim, the actual sample had been removed by the nurse from the patient, and the technique of removal could have broken the catheter. The nexiva manufacturing process was reviewed, there is no change in the process that could cause the catheter tubing damage. The root cause could be attributed to user technique for removal of the catheter tubing; however it cannot be confirmed.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of catheter broke/ separated after placement was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.